Event description:
The user facility states that during an arthroscopic (unknown) procedure, a portion of the distal tip of a vapr hook electrode broke off into the patient's joint space. The fragment was retrieved and the repair was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Although, the complaint device has not yet been received, this type of failure mode has historically been attributed the device being used as a "pry" bar or probe, so to speak, as opposed to using the device in a wand like manner. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other similar complaint for this lot of total devices that were released to distribution. When the complaint device is received, it will be subjected to a root cause failure analysis, if the results of the evaluation differ from the above historical hypothesis, those results will be the subject of in a follow-up report. At this point in time, no further action is warranted, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.